Event description:
While being transferred from the individuals bed to her chair the arjo lift arm that the sling attaches to come off of the arm, as a result the individual was dropped on the floor from approx 3 feet in the air. The individual was sent to the ER at suburban and had an x-ray completed which showed she has a cracked l3 vertebrae. An add'l MRI is scheduled. See scanned pages.